Event description:
It was reported that during a follow up, patient complained having buzzing and hammering feeling on lateral chest wall. All electrical measurements were normal. These feelings were not reproduced with any program changes. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.